Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer¿s blood glucose was 228 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.